Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device is cracked and leaks the following information was provided by the initial reporter, translated from china to english: on (B)(6) 2024, a nurse found that liquid overflowed from the separator-membrane needleless sealed infusion connector when using the device clinically. When inspecting, it was found that the connector had cracks. Immediately replace the infusion connector after discovery, keep the connector and report it.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 3185194. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information